Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was noted that there was moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/06/2016. Device evaluation: the device has been returned and evaluated by product analysis on 04/26/2016 with the following findings: during investigation, there was visible moisture behind the display lens. A leak test was performed and failed due to a bolus button leak and a pump case leak. The pump powered up to a blank display. The pump case was opened and there was evidence of internal moisture. There was moisture also found on the display screen. Unrelated to the original complaint, the audio bolus button cover was missing. The keypad was missing as well. The pump case was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.